Event description:
Deployed 8x40 stent in venous anastomosis of left dialysis fistula - area of suspect center area of stent appears to have strut separation or possible stent fracture. Balloon post deployment - post imaging was completed with good flow noted.